Event description:
It was reported that the right atrial (ra) lead threshold could not be tested at implant due to the patient being in atrial flutter. The patient was cardioverted and when it was tested on device assessment the lead did not capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 638bl30 heart band; implanted: (B)(6) 2008, 690r30 heart ring; implanted: (B)(6) 2021, 5873w crhf adaptor; implanted: (B)(6) 2022 product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.